Manufacturer narrative:
The beckman coulter field service engineer (fse) found the valve supplying water to the wash collar was not tightly sealed, causing slight drip from the reagent probe b. The fse replaced the 2-way solenoid valve and verified the system performance to resolve the issue. (B)(4).

Event description:
The customer reported approximately 2 ml of fluid was leaking from the reagent probe b on their unicel dxc 660i sychron system. There was no report of injury or exposure. The leak was contained within the instrument. The customer has risk management plan in place. The customer was advised to wear ppe (personal protective equipment) before proceeding with instrument troubleshooting. No erroneous patient results generated.